Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2024. It was reported that they could not communicate. The troubleshooting was not preformed. The cause of the issue was not known. The issue was not resolved and was ongoing. Additional information was received from the health care professional (hcp). The hcp stated that the cause of the issue of the device not being communicated was determined. The most likely cause of the event was due to the ground pad came off from the patient back with the trial lead. The manufacturer representative (rep) taped back in the place to fix the problem. On (B)(6) 2024, the rep assisted the patient with this problem. The issue was resolved.